Event description:
It was reported by service report that the head end would not go down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend lift motor.